Event description:
Consumer pinched up a fold of skin from their stomach in the usual way, injected their insulin, removed the needle and found that the needle remained in their stomach. Pt went to the hospital to receive treatments. Pt opted for surgery but the wound would not heal and continued to weep. Consumer was given antibiotics and still has a problem.